Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented remotely via merlin.net transmission with episodes of undersensing on their implantable cardiac monitor. The issue could not be reproduced when the patient was brought in to the clinic. No intervention was performed, and the patient would continue to be monitored.